Manufacturer narrative:
Physio-control product analysis center further evaluated the customer's device and verified the reported issue. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on, when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on, when attempted. There was no patient use associated with the reported event.